Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was advised to try changing the humidifier water trap and then repeating the circuit calibration and performance tests. After that, she was able to pressurize and start the piston without difficulty. She will continue testing to ensure that the problem has been fixed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to the vyaire medical that the 3100a piston would not restart after stopping the unit to perform in-line suctioning. The reported issue happened during patient use and the device was swapped out for a different one.furthermore, there was no patient harm associated with the reported event.